Manufacturer narrative:
The device history record (DHR) review confirms that the device met all material, assembly and performance specifications. The subject device was not returned for analysis; therefore, physical as well as a functional testing could not be performed. However, patient thrombosis in untreated vessel is a known risk associated with endovascular procedures and noted as such in the device directions for use (dfu). Therefore, an assignable cause of anticipated procedural complication was assigned to this event.

Event description:
It was reported that during stent assisted coil embolization of the anterior communicating artery (acom) aneurysm, a thrombus on the coil was noted at the acom with slow flow at the a2 segment of the anterior cerebral artery (aca). Platelet aggregation inhibitor and anticoagulant medication were given to the patient. The adverse event was resolved without residual effects. The adverse event was related to the coil and to the procedure.

Manufacturer narrative:
The adverse event reported for the subject device was also reported for another coil (target 360 ultra 3mm x 6cm) used during the procedure. It is unknown at this time which of the 2 coils was related to the adverse event. Device remains implanted.

Event description:
It was reported that during stent assisted coil embolization of the anterior communicating artery (acom) aneurysm, a thrombus on the coil was noted at the acom with slow flow at the a2 segment of the anterior cerebral artery (aca). Platelet aggregation inhibitor and anticoagulant medication were given to the patient. The adverse event was resolved without residual effects. The adverse event was related to the coil and to the procedure.